Event description:
A report was received that the patient had not completely healed and the battery was moved. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.